Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 90mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Unable to verify stuck in manufacturing mode due to critical pump errors. Unit received with critical pump error (open book image) and pump error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained buttons on keypad overlay, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label, moisture damage on motor assembly, corrosion on all electronic assemblies.